Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned and is being evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per repair authorization form : "during the "unfreeze" process tip shot off the apparatus across the room. When tested again the same result occurred." (B)(4).

Manufacturer narrative:
Reference e-complaint: (B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, inspect returned samples, x-inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR is not available. However, a review of the DHR is not expected to provide useful information regarding the condition of this unit. Unit serial number indicates it was manufactured in 1996. The unit was evaluated by service and repair and found the unit in poor condition with various damage and with old tips no longer serviceable. In particular, the insulator tube was loose which will impact proper fitting of the tip as it would not thread on securely. The root cause for this complaint condition is wear and tear. Correction and/or corrective action: the unit was returned to the customer 'as is' after efforts to contact them went unanswered. No other actions required. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Corrective action level 4, none. Reason: this is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes.

Event description:
Review of service and repair logs per repair authorization form: "during the "unfreeze" process tip shot off the apparatus across the room. When tested again the same result occurred." Ref e-complaint (B)(4).